Manufacturer narrative:
Customer returned pump for an alleged visit to emergency room for high bgs found on (B)(6) 2023. On case: (B)(4), svn#: (B)(6), customer returned pump for an alleged no delivery alarm/insulin flow blocked alarm, flashing red light, unexpected failed battery alert/battery failed alarm and low battery life or low battery alert found on (B)(6) 2023. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored for several hours and no flashing red light, unexpected failed battery alert/battery failed alarm and low battery life or low battery alert noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on, before and after the event date 04-may-2023. In further full review of the pump history/traces on the event date of 04-may-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 04-may-2023 listed on smart solve. Daily total of all insulin delivered = 40.525. Daily total of basal insulin delivered = 29.125. Daily total of bolus insulin delivered = 11.4. On (B)(6) 2023 12:15:46.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.7. Bolus amount delivered = 1.7. On (B)(6) 2023 19:18:50.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 5.1. Bolus amount delivered = 5.1. On (B)(6) 2023 20:15:50.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 0.5. Bolus amount delivered = 0.5. On (B)(6) 2023 23:13:10.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.1. Bolus amount delivered = 4.1. There were no unexpected pump errors/alarms noted 1 week prior to the event date 04-may-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 21-aug-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 21-aug-2023 listed on smart solve. Daily total of all insulin delivered = 31.9. Daily total of basal insulin delivered = 23.9. Daily total of bolus insulin delivered = 8. On (B)(6) 2023 02:22:16.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 3. Bolus amount delivered = 3. On (B)(6) 2023 11:00:08.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 2. Bolus amount delivered = 2. On (B)(6) 2023 19:40:58.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 3. Bolus amount delivered = 3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date 21-aug-2023 in the formatted history file. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted. No flashing red light, power error 25 alarm, low battery alert or low battery alert, failed battery alert/battery failed alarm, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file on the event date 04-may-2023. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. No delivery alarm/insulin flow blocked alarm, flashing red light, unexpected failed battery alert/battery failed alarm and low battery life or low battery alert were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 441 mg/dl. The customer was treated in the emergency room. Troubleshooting was performed. The customer reported feeling sick/unwell, tired/weak, extreme pain/cramps, light-headed, and increased thirst. It was found that the customer was using the pump within 48 hours of the reported event. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. The insulin pump will not be returned for analysis.